Event description:
The customer reported a malfunction of the paddle set.

Manufacturer narrative:
The customer did not provide the serial number; therefore, the device manufacture date could not be determined.